Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The hp stated the alarm was caused by something he did (specific use error was not given) and the supplies were fine. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted (B)(6) regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell. The hp stated they had solution in the final and heater bag. The technical service representative (tsr) assisted in clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and that needed to end therapy. The hp stated they would finish with manual supplies. The patient was involved, but there was no patient injury or medical intervention reported. A follow up was made via phone call. The hp stated the alarm was caused by something he did (specific use error was not given) and the supplies were fine. The nurse was contacted regarding the event and the patient finished therapy by performing a night exchange. No patient injury or medical intervention was reported.